Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The function of this alarm is to indicate that there is limited battery time remaining on the battery and will require a battery exchange. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient experienced an unexpected critical battery alarm. It was noted that the battery was new and was showing three bars of power when the alarm went off. The battery was removed from service and a new battery was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. The battery, (B)(4), was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed one critical battery alarms involving battery (B)(4). In this instance, the battery went from a high relative state of charge (rsoc) to zero percent (0%) rsoc. The battery, (B)(4), was replaced after the critical battery alarm. This observation is indicative of a communication error between the controller and battery. Failure analysis of the returned battery revealed that the device passed visual examination and functional testing. Of note, the controller, (B)(4), in use during the event did not have the smr upgrade. The most likely root cause of the reported event can be attributed to a communication error between the controller and battery. Heartware has opened an internal investigation to address communication errors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.